Event description:
Spontaneous call from (B)(6), patient's home health nurse, who states patient had rapid onset of welts and hives that are worsening on various part of body. Patient has been on gamunex -c for years but has not had similar reaction. Episode started shortly after today's infusion, which is day 1 of a 2 day infusion. Patient has taken a total of 75mg by mouth of diphenhydramine today. Md was called who advised an additional 25mg IV diphenhydramine which m had in emergency kit. Infusion is about half way done, but md advised to stop today's infusion and hold off on tomorrow's infusion until patient is further evaluated. Nurse also reports she tried to re-start pump after pausing it but it was unable to restart. She went through trouble shooting but pump does not start. No further information. Frequency: daily for 2 days every 4 weeks. Addendum: common device name curlin pump; pump failed during infusion; unk whether pump failure contributed to ade, but unlikely; md was called and intervened; device will be returned and available for investigation; we are going to replace the device, if pt restarts therapy; pt did not have a backup device, but if continued, could be done via gravity. Reported to (B)(6) by health professional.